Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that both the tim20 instrument clips would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.